Manufacturer narrative:
The event occurred in germany. It was reported that the error message ¿eeprom error¿ occurred on the rotaflow console. It was occurred during the preparing process of the device. No harm to any person has been reported. A getinge service technician investigated the rotaflow console with serial number (B)(6). The technician confirmed the reported failure and replaced the "rfc control board kit" (part#701034051). After the replacement the device is working as intended. A rfc control board was previously investigated by the getinge life-cycle-engineering (lce), for a similar complaint with the failure "eeprom error". The reported failure was caused most probably by a read-/write-error in eeprom block ic9, which could led to a complete failure of the device because the eeprom did not pass the startup test. Based on the investigation results the reported failure "eeprom error" could be confirmed. The review of the non-conformities was performed on (B)(6) 2023 and during the period of (B)(6) 2014 to (B)(6) 2023 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The rotaflow console with s/n (B)(6) was produced in (B)(6) 2014. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in germany. It was reported that the error message ¿eeprom¿ occurred on the rotaflow console. No more information provided. More information requested but still pending. No harm to any person has been reported. Complaint ID: (B)(4).